Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the motor mount pins are bent and are eating up the front casters and the drive wheels.